Event description:
Breast implants cause me to have two corrective surgeries from capsular contracture and bottoming out. I developed hives and other foreign body reactions. I was hospitalized multiple times for heart palpitations and not being able to catch my breath or take a deep breath. I developed lung infection after lung infection. I developed infections in my eyes and needed a cornea transplant. I became anemic and had two hospital stays for blood transfusion and iron infusions. I believe my breast implants wore down my body so much I was unable to fight off colds and infections. I had these removed in (B)(6) 2019 and many of my symptoms have started resolving. Breast implants are not safe and the chemicals inside leak into our chest which are very close to vital organs making our bodies extremely toxic. FDA safety report ID # (B)(4).